Event description:
Account called and alleged that the head section will slowly drift down after being raised. There were no reports or injury.

Manufacturer narrative:
Three attempts have been made to resolve this contact with the account without success.